Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the under-sensing exhibited by the right ventricular (rv) lead resulted in delay of therapy. The lead was explanted and replaced. The patient condition was unknown.

Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing which resulted in loss or delay of therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.